Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited noise on the ventricular channel. Defib therapy functionality of the lead was programmed off and the lead will be monitored.